Manufacturer narrative:
E1: reporter phone number and email were not available. Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through evaluation. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until (B)(6) 2024 when the patient underwent a pump exchange (MFR # 2916596-2024-00523). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. The IFU, "introduction," lists potential adverse events that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the cause of the splenic infarction was unknown. The patient was under follow-up and had no particular symptoms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was diagnosed with acute cholecystitis as a result of a consultation with another hospital for abdominal pain and was admitted to the hospital. Cholecystitis was not evident after admission, and splenic infarction was noted.